Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient was experiencing discomfort and pain on their right side, where their implant is located. An x-ray was taken and confirmed that the lead has migrated. The patient had a full device removal and replacement of both ins and lead on (B)(6) 2025.

Event description:
It was reported that a patient was experiencing discomfort and pain on their right side, where their implant is located. An x-ray was taken and confirmed that the lead has migrated. The patient had a full device removal and replacement of both ins and lead on (B)(6) 2025.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 additional information: block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to discomfort, pain, and migration of device which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.